Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in 2021, the instrument was found to be worn. This report involves one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the universal chuck with t-handle was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the chuck is missing two jaws. The handle does not have any synthes etchings on it but instead has non-synthes etchings. Based on these etchings, the handle is a 3rd party replacement that was installed at some point in the device's life. Dimensional inspection/review: dimensional inspection/review could not be completed since the handle was replaced by a 3rd party company. This makes it impossible to know the lot number, therefore impossible to know the revision of the drawing to gather dimensions from. Document/specification review: based on the markings on the handle, it appears that the original handle was replaced by a 3rd party company at some point in the device's life. Since the device is no longer the same as when it was manufactured, it is no longer a synthes device. Investigation conclusion: the complaint condition of "broken" is confirmed as the universal chuck w/ t-handle is missing 2 jaws. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.